Manufacturer narrative:
The initial MDR 2432235-2016-00471 was filed on august 12, 2016. Additional information was received on 08/23/2016: it was confirmed that the advia centaur xp result was reported out to the physician. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a full decontamination of acid and base lines and wash 1 and water lines. The cse the performed the 12 month preventative maintenance on the instrument. The cse replaced the aspirate probes, acid injector and bas injector as a precaution. The cse ran quality control (qc) and resulted in range. The cse performed a precision test with a patient pooled sample, resulting within the expected range. A cse visited the customer's site in a follow-up and evaluated the instrument. The cse replaced the grey and blue peristaltic pump. The cse then inspected wash 1, acid and base pump, which were functioning properly. The cse checked the valve manifold, wash manifold and all tubing for leak, which were functioning properly. The cse inspected the luminometer and performed a dark count test, which were within the expected range. The cse calibrated the sample and reagent probes and performed coefficient of variation (cv), which resulted in expected range. The cause of the discordant, falsely elevated cardiac troponin I result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample upon repeat testing on an advia centaur cp instrument. The customer runs samples in duplicate. The initial results were not reported out to the physicians. The original sample was repeated (in duplicate) on the same instrument. Of the second set of results, the initial resulted lower but the second result was falsely elevated. The results were not reported out. The sample was re-spun for 30 minutes and tested (in duplicate) on their advia centaur xp instrument. The sample results resulted lower. It is unknown which results were reported out to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I result.